Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the advanced technical log for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show the instrument (pn: 480460-09, ln: l86231026-0144) was installed on the system 2x and fired 2 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. During the unclamping sequence after the second fire, the system detected a drivetrain failure at 99.99%. The failure occurred on arm 4 and was represented in the logs by error code 22030. The instrument was force expired as a result, represented by error code 282. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the sureform 60 stapler instrument was unable to fire the second reload. An error message of "possible failure detected while unclamping. Use grips to verify jaws are open" occurred at the time of the event. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The sureform 60 stapler instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The stapler was installed onto an in-house system and fired on a test foam using an in-house sf60 blue reload and a sf60 white reload. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. The instrument was found to have one failure (drive train unclamping failure) based on the log review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical followed up and confirmed that the customer had multiple issues with the sureform 60 staplers. All staplers were inspected prior to use there was nothing out of the ordinary noted. The procedures were all in the urology specialty. After contacting the engineers, it seems the fault was due to the arm not registering the instrument correctly and as such this was later replaced. It did however involve us having to use multiple staplers. During each case the procedure was completed robotically, and the patient did not come to harm in any way. There were short delays in all of the procedures while trying to find suitable alternative stapling devices.

Event description:
Refer to h11 for follow-up information.